Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 4mg/day, clonidine 200mcg/day, and hydromorphone 8mg/day. The concentrations and lot numbers were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. It was initially reported that a motor stall had occurred within the past year (as of (B)(6) 2015), and they were contemplating the next step. However, it was later reported by the manufacturing representative that all of the patient's issues were captured with the following catheter problem/volume discrepancy: on (B)(6) 2014, they expected to receive 9.5 ml of drug back, and they only received 3.5 ml. The patient's chief complaint was increased pain. They did a myelogram that revealed a suspected kink or granuloma. A catheter revision was completed on (B)(6) 2015, and their current pump remained implanted. The patient was still having issues and was contemplating their next steps. Follow up was conducted regarding clarification on the volume discrepancy and catheter issue. If additional information becomes available, the event will be updated.